Event description:
It was reported that neuro surgical ICU notes they were getting no flow on arctic sun device. Patient had been on normothermia since on (B)(6) 2026. Pads applied on (B)(6). Guided to diagnostics: system hours 8776, pump hours, 7874, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percent, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique, restarted therapy. Flow rate (fr) still 0lpm. Patient did go to CT with pads in place which may have damaged one or more of them. They were unsure if they want to place new pads at this point in the therapy. Explained they can try to look at the clamps and see if one of the pads has a lot of bubbles in the connector and disconnect that one. They had to stop troubleshooting but will call back later if they had time. Per follow up information received via phone on 04feb2026, transferred to the (B)(6). Spoke with charge nurse who stated the doctor had ordered therapy to terminate without further troubleshooting since patient was close enough to end of treatment. They suspected the pads were either past their 5-day use or had been damaged during CT. They did not have troubleshot with them prior to the call to the helpline. The pads were disposed of, and they were unsure the size. Device has remained in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.